Event description:
The event is reported as: "complaint alleges that the circuits are coming out of the cases, during inspection, prior to use on pts, already cracked." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report.